Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the device was in the process of being returned for analysis. It was reported that the cause of the device issues were never determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient had a history of acid reflux, asthma, cervical spine surgery, neurogenic bowel, neurogenic bladder, spasticity, insomnia, deep vein thrombosis, and was quadriplegic. It was noted that the patient was prescribed oral baclofen, celexa, cialis, tamsulosin, aspirin, and pregabalin. It was reported that the patient began hearing a pump alarm on (B)(6) 2018, and experienced increased tightness but no other symptoms. It was reported that the hcp checked the pump status on (B)(6) 2018, and determined that the motor stall occurred on (B)(6) 2018, at 18:40, recovery (B)(6) 2018, 04:09, motor stall (B)(6) 2018, 21:02, recovery (B)(6) 2018, 13:25, motor stall (B)(6) 2018, 10:41, and was unrecovered at the time of this report. There were no reports of any magnetic nor electrical environmental f actors that may have led to contributed to the motor stall issue; the patient was just at home doing the same things he always has. It was reported that the patient took oral baclofen when the spasticity started. The pump was explanted and replaced on (B)(6) 2018. The infusion rate was decreased by 50% per the managing clinic and restarted at simple continuous infusion rate. The actual residual volume was 18 ml and the expected residual volume was 16.1 ml. It was reported that when disconnecting the existing catheter from the explanted pump no cerebrospinal fluid was observed. The catheter was reattached to the pump and the hcp was able to withdraw cerebrospinal fluid but it was very sluggish so the existing catheters were replaced; 42.8 cm of the spinal segment broke off and remains in the patient's spine. The issue was noted to be unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Continuation of d11: product ID 8709sc lot# serial# n303183001 implanted: (B)(6) 2011,explanted: (B)(6) 2018, product type catheter pr oduct ID 8596sc lot# serial# n303670009 implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving a baclofen(2000 mcg/ml at 801.1 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/ spinal cord disease. It was reported that an active motor stall was seen at the initial interrogation. The caller stated that the patient did not recently have an magnetic resonance imaging performed. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter, product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The pump was returned and analysis identified residue in the motor gear train and wearing on the shaft of the gear or rotor. The (8709sc) and (8596sc) catheters were returned and no significant anomalies were found. If information is provided in the future, a supplemental report will be issued.